Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg). However, the exact value was not provided and the cause of bg was unknown. Reportedly, the customer required third party assistance from paramedics and customer declined troubleshooting.